Manufacturer narrative:
(B)(6). Date of publication death was reported as a clinical outcome of this study, however there is no information to suggest the device has caused or contributed to a death.. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a meta-analysis study titled; (B)(6). Resolute integrity and resolute onyx rx coronary drug eluting stents were among a number of drug eluting stents used. Target lesion failure, all-cause and cardiac death, target vessel mi, ischemia-driven target lesion revascularisation, definite and probable stent thrombosis, were reported in the population at one year and long term follow-up.